Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down arrow buttons on the subject pump were sticking and required multiple presses for activation. The reporter noted that there was no visual damage to the rubber keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2013 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and found to function properly with no signs of fading or discoloration.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.